Manufacturer narrative:
The mentor failure analysis lab has received and completed the evaluation of the suspect medical device. Upon the receipt of the suspect medical device, mentor became aware of the catalog number error in the initial report. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel siltex mod-rnd 450cc breast implant had an area of siltex cracking on the posterior view. In addition, a tear was noted within the siltex cracking, measuring approximately 2.9 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device 195153 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4). D4. Catalog: 3544507. D4. Unique identifier( UDI): (B)(4).

Manufacturer narrative:
Mentor received additional event information that the patient underwent explantation and replacement with smooth mentor memorygel breast implants, 450cc on the left (l catalog # 3504501bc) and 475cc on the right (r catalog # 3504751bc) on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade unknown, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast reconstruction with 400cc textured mentor memorygel breast implants experienced bilateral capsular contracture (unknown grade) and bilateral implant rupture postoperatively. The patient reported complications of pain and tightness, and lump of silicone under the right arm. As a result, the patient underwent explantation on (B)(6) 2021. This medwatch report is for the right-sided implant.